Event description:
It was reported that the handle of the stent delivery of a 6x200 mm system broke during a stent placement procedure in the sfa, whereby the stent would no longer deploy resulting in a partially deployed stent that would not deploy any further. As reported a laser atherectomy of the proximal portion of the sfa, following by balloon angioplasty of the entire occlusion of the sfa and placement of a 6x150 mm stent of a competitor was previously performed during this procedure. The 6x150 competitor stent extended from the mid popliteal artery to the distal sfa. The user decided to place a 6x200 mm stent proximally overlapping to extend the region stented with the 6x150mm stent. However, the delivery system of this 6x200 mm stent broke during the attempt to deploy the stent. After 30 minutes of manipulating the stent, it was possible to intentionally break the system, leaving a fragment of the deployed stent within the sfa, the remained of the undeployed stent was successfully removed from the patient's body. Angiography performed after this additional treatment, revealed no flow in the previously open sfa and a new dissection in the proximal sfa from all of the manipulation of the removing the defective stent. An additional 6x150mm sent was placed to reline the maldeployed stent and the proximal and mid portion of the sfa was angioplastied. However, there was still no flow. It was questioned by the customer, that this was caused by the sfa being occluded for an extended period of the time during the attempt to remove the defective stent, clot had likely developed distally with the artery despite judicious use of heparin throughout the entire case. Additional treatment using a mechanical thrombectomy to establish good blood flow in the vessel. There was no reported patient injury. However, the patient was very restless throughout the procedure and sedation was provided to the patient.

Manufacturer narrative:
H10: manufacturing review: based on the lot history review the used product complied with all manufacturing specifications leading to final device release. In reviewing manufacturing and quality records, no relevant manufacturing process changes were implemented that could have led to the event reported. No manufacturing anomalies or deviations, which may have caused or contributed to the event reported, have been identified. Investigation summary: stent delivery system was returned disassembled. Based on the evaluation of the sample, the reported event could be confirmed. The stent was found to be partially deployed, while the distal segment of approximately 80 mm was torn off and missing. In addition the delivery system was found to be significantly damaged; the catheters of the system were separated on various places. Based on the condition of the delivery system, and the characteristics of the damages it is reasonably suggested that the delivery system broke at the joint between the stent housing and the diving sheath, due to increased deployment forces, which led to the partially deployed stent. Subsequently the customer may have continued to push the trigger of the device, which led to additional damages of the delivery system. Additional damages of the system may have been caused by the attempts of the user to deploy the stent. Based on the condition of the sample no additional conclusions could be made and no manufacturing related issues were found. Based on the information available and the evaluation of the returned sample a definite root cause for the reported issue could not be determined. Labeling review: in reviewing the current labeling of this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "advance the stent system over the 0.035¿ guidewire through the sheath introducer. Always use for contralateral access the stent system in conjunction with a long introducer sheath which covers the aortic bifurcation. Note: if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used. Caution: always use an introducer sheath for the implant procedure to protect the vasculature and the puncture site. A 6f (2.0 mm) or larger introducer sheath is recommended." Regarding deployment the IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." H10: d4 (expiry date 04/2020); g4; h6 (device code 1528- difficult to remove) h11: h2; h3; h6 (results 1, conclusion 1) .

Event description:
It was reported that the handle of the stent delivery of a 6x200 mm system broke during a stent placement procedure in the sfa, whereby the stent would no longer deploy resulting in a partially deployed stent that would not deploy any further. As reported a laser atherectomy of the proximal portion of the sfa, following by balloon angioplasty of the entire occlusion of the sfa and placement of a 6x150 mm stent of a competitor was previously performed during this procedure. The 6x150 competitor stent extended from the mid popliteal artery to the distal sfa. The user decided to place a 6x200 mm stent proximally overlapping to extend the region stented with the 6x150mm stent. However, the delivery system of this 6x200 mm stent broke during the attempt to deploy the stent. After 30 minutes of manipulating the stent, it was possible to intentionally break the system, leaving a fragment of the deployed stent within the sfa, the remained of the undeployed stent was successfully removed from the patient's body. Angiography performed after this additional treatment, revealed no flow in the previously open sfa and a new dissection in the proximal sfa from all of the manipulation of the removing the defective stent. An additional 6x150mm sent was placed to reline the maldeployed stent and the proximal and mid portion of the sfa was angioplastied. However, there was still no flow. It was questioned by the customer, that this was caused by the sfa being occluded for an extended period of the time during the attempt to remove the defective stent, clot had likely developed distally with the artery despite judicious use of heparin throughout the entire case. Additional treatment using a mechanical thrombectomy to establish good blood flow in the vessel. There was no reported patient injury. However, the patient was very restless throughout the procedure and sedation was provided to the patient.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. This supplemental MDR is being submitted to report this event is now a serious injury as additional information received indicates a dissection occurred and additional treatment was attempted. The event is MDR reportable as a serious injury. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. Expiry date: 04/2020.

Event description:
It was reported that during a stent placement procedure in the sfa with a heavily calcified tracking path, the stent allegedly partially deployed. It was further reported that the inner spring mechanism was allegedly broken. Another device was used to complete the procedure. There was no reported patient injury.